Manufacturer narrative:
Insulin pump had reservoir tube lip almost completely broken off and test reservoir unable to lock/click into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir of the insulin pump chipped away. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with the troubleshooting. The customer stated that the reservoir compartment was unable to lock in its place and it needs tape to keep it in place. The insulin pump will be returned for analysis.